Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend was identified. Review of event description: it was reported that a revision surgery took place on (B)(6) 2017. A revitan stem was revised due to breakage of the implant and pain. Review of received data: surgical report of implantation on (B)(6) 2012: the report was translated from (B)(6) to english and the main points are summarized below. Indication: condition after a primarily successful implanted cementless total hip prosthesis left with metasul-paring in 1998. Since one year the patient has progressing hip pain left. Radiologically, conspicuous osteolysis below the trochanter minor was observed already one year ago. Meanwhile, there is grotesquely large grape-like osteolysis in zones 6 and 2 after green as well as large osteolysis around the cup in the zones after delee with fracture of the screws of the st. Nabor cup. In view of the complaints and the radiologically increasing threat of a spontaneous fracture the indication for a revision is given. Surgery: after preparation using a transgluteal approach the thickened neocapsule is opened. It drains blackish granulation tissue which is resected. A part of it is sent for histological investigation. The prosthesis is dislocated without problems. The huge bony destruction extending medially till below the trochanter minor is already obvious with the prosthesis in situ. The shoulder of the stem is freed of bone at the trochanter major. The metasul head is removed and the cls stem is knocked out without much force under protection of the trochanter major. The bony destruction is a grade 3 defect with metaphyseal medial missing support and additionally huge osteolysis laterally below the trochanter major. The femoral bone is curetted minute and cleaned with jet lavage. Despite the metaphyseal defect an attempt is made to implant an s-rom stem. Although using a xl-head there remains a distance of about 15 mm. The anchorage of the sleeve is essentially more distal than normal. Therefore, the s-rom system is not used. The acetabulum is exposed. The cup is loose in such a way that it can be extracted without removing the metasul insert. On the entire acetabular bottom there is compact blackish connective tissue which is removed. The two fractured cancellous screws can be removed without problems. The area is cleaned with jet lavage. There are good surroundings but a huge bony bed without essential destruction. The acetabulum is reamed until size 68. An allofit s cup is impacted in correct inclination and anteversion and two cancellous bone screws are set. Now the femur is prepared with the revitan reamers until the planned size 20. Repositioning is done with the distal trial 20 x 200, proximal trial 65 and a short head. The distal anchoring distance below the osteolysis is checked with the image intensifier. The definite distal part of the revitan stem is impacted. It is less than 3 mm deeper but anchors stable. The proximal part 65 is mounted. The definite reposition is done with a 32 mm medium biolox delta head. There is a stable joint play in all examined directions. The area is intensively rinsed with ringer¿s solution. Due to the slightly extended trochanter major and a thin anterolateral piece a simple dall milles cerclage is put in place to fix the trochanter. Drainage is placed, refixation of the muscles is performed and the wound is closed. Surgical report of revision on (B)(6) 2017: the report was translated from (B)(6) to english and the main points are summarized below. Indication: status after total hip endoprosthesis revision surgery left due to aseptic loosening (metasul-pairing) five years ago. On (B)(6) 2017 the patient experienced sudden pain on his left hip without an actual trauma followed by increasing inability to walk due to pain. Radiologically, a fracture of the connection pin of the revitan stem in the metaphyseal area was seen. The CT revealed a metaphyseal nonunion. Surgery: the neocapsule is opened which has partially heterotropic ossifications inside. Bloody serous irritation liquid drains. The prosthesis is dislocated and the proximal part with the fractured pin is removed. After exposure of the distal part it is circular freed and a trial is made to loosen the bone-implant-interface with the chisel towards distal. This is difficult and it is therefore decided to make a transfemoral approach. An osteotomy is performed below the trochanter major until shortly below the isthmus. Holes are made and with the chisel the ventral portion is lifted and the proximal parts of the revitan stem are freed. Laterally, just below the fractured pin a hole is drilled in the distal part of the revitan stem. An extractor hook is set and the distal part can be hammered out. There is a small fissure in the femoral bone which is treated with a single dall miles cerclage. The ventral flap is repositioned and fixed with two dall miles cerclages. The femoral canal is reamed with the wagner reamers up to a 21 mm diameter. A trial reposition is performed using a 265 mm wagner sl trial and a small head. The joint play is correct and there is no dislocation tendency. The image intensifier check shows a correct bridging of the bone. The definite stem is placed but sits approximately 4 mm deeper than the trial. Therefore, a biolox delta head large 32 mm is used. The joint play is stable in all axes tested and without dislocation tendency. Intensive lavage is performed with ringer¿s solution and the wound is closed. - review of x-rays: preop, (B)(6) 2012, pelvis overview and second view: there are hip replacements on both sides. There is osteolysis visible in the zones 2 and 6 after green on the overview. The cortical bone is very thin in this region. Around the proximal area of the stem the bone structure appears inhomogeneous. In the faux profile view the bone in the proximal half of the stem seems to have an osteolytic structure. In both views the bone structure surrounding the cup appears lucent. One of the cup¿s anchoring screws is broken. Compared to the right hip the cup on the left side appears shifted to cranial on the pelvis over. Postop, (B)(6) 2012 ap view left hip and second view: a revitan stem and an allofit cup are implanted. There is a cerclage around the trochanter major, whereby the connection sleeve fixing the cable ends is located laterally at the end of the proximal part of the stem. It seems that the bone fractured on the medial side at the height of the preexisting osteolysis and on the lateral side on the height of the connection between distal and proximal stem part. The quality of the second view is not sufficient to assess the bone quality in the proximal stem region. One year postop, (B)(6) 2013, pelvis overview, ap view left hip / femur and second view: compared to the previous ap view the bone structure in the proximal half of the stem is inhomogeneous. The preexisting areas with osteolysis are still recognizable in the femur. It seems, that: ¿ there is a lucency around the proximal part of the stem, ¿ the trochanter major is located more proximally, ¿ the cerclage cable is in a different position. On the second view a gap between the proximal and distal bone portion is observable posteriorly. Five years postop, (B)(6) 2017, pelvis overview and ap view left hip / femur: the revitan stem is fractured at the connection pin. The proximal fracture part is tilted medially. It seems that there is an area with pseudoarthrosis on the medial side compared to the ap x-ray taken on (B)(6) 2012 where a possible fracture was observed. Direct contact between stem and bone can be seen in the distal half of the distal part of the revitan stem. Proximally to that, there seems to be a gap between stem and bone. After revision, (B)(6) 2017 pelvis overview, ap view left hip / femur and second view: a new monobloc stem is implanted. There are three cerclages around the femur. An osteotomy gap can be seen laterally approximately at the height of the stem¿s tip. There is direct contact between stem and bone at least in the distal third of the stem. The second view shows clearly a separated proximal bone fragment indicating that the fracture between the proximal and the distal part of the femoral bone is not healed. - intraoperative pictures: there is one intraoperative picture at hand showing the distal part of the revitan stem still in situ during its removal. The other five pictures present the explants, whereas one photo exhibits both fracture parts of the revitan stem arranged without a gap between the parts. There are shiny polished areas observable at the posterolateral side in the proximal area of the stem. Devices analysis: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approx. 5 mm distal of the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces of the proximal and distal fracture part look identical and show a fatigue fracture starting from the lateral side. Both fracture surfaces are slightly damaged and partially covered by deposits. The proximal fracture surface has a rather dark appearance and is covered by a film of blackish deposits close to the fracture origin. The inside of the distal part¿s body is worn and damaged. Its face surface is damaged by scratches and along the outer edge material is missing which likely derived during removal by attempts to detach the stem from the bone . Anterolateral at the shoulder a notch is visible and on the opposing side the outer edge of the face surface is slightly worn. On the lateral side of the face surface a polished area can be seen. At least on the medial half of the face surface a mark mostly deriving from the proximal trial part is recognizable. On the lateral side of the anchoring surface of the distal part the bore hole drilled during revision surgery to remove the part is located. Other damage such as scratches and instrument marks is visible in the proximal unstructured portion and in the region of the ribs most likely as well due to the removal of the part. There are bone attachments in the distal half of the part. Polished areas can be recognized in the proximal unstructured portion of the distal part. On the proximal fracture part of the connection pin there is a circumferential stripe adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a, (B)(4)) revealed fretting corrosion, corrosion, fretting, smeared metal and polishing. Transverse cracks could be detected on the medial side. On the blasted surface of the pin small areas with blackish deposits can be noticed. The face surface of the proximal part reveals a worn area on the outer edge of the medial shoulder. The proximal part is damaged by scratches / nicks etc. And does not show bone ongrowth. On the posterior and lateral side polished areas are visible. The posteromedial rib shows two small worn zones. The biolox delta head shows smeared metal on the articulation surface as well as on the bottom and chamfer. The hip prosthesis was revised after approximately 5 years in vivo due to a fracture of the connection pin of the revitan stem. The x-ray taken five days after the implantation surgery of the revitan stem indicates a fracture of the femoral bone below the trochanter major at the height of the connection between the proximal and the distal part of the revitan stem and another fracture below the trochanter minor in the area of a preexisting osteolysis. As the surgical report does not explicitly mention that a bone fracture / fissure occurred during implantation it is possible that the fractures occurred in the first days after implantation. However, the surgical report states that due to the slightly extended trochanter major and a thin anterolateral piece a simple dall milles cerclage is put in place to fix the trochanter. In the further follow-up it seems that the cerclage changed its position, the bone fractures did not heal (nonunion) and direct contact between stem and bone existed only in the distal half of the revitan stem. Because of this it is concluded that there was an instable bone situation proximally very soon after implantation which did not change over the entire time in vivo. The revitan stem is fractured at the connection pin due to fatigue in the non-blasted area some millimeters distal of the proximal end of the distal stem part. The fracture origin is located on the lateral side of the stem. On the proximal fracture part a circumferential stripe adjacent to the fracture surface revealed fretting corrosion, corrosion, fretting, smeared metal and polishing. It is unknown if that stripe existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. The different deposits seen on the fracture surfaces and the connection pin can probably be assigned to corrosion products. The worn inside of the distal part¿s stem body, the notch at the shoulder and the slightly worn edges on the stem body¿s as well as the proximal part¿s shoulder are most probably concomitants of the fracture. The bone ongrowth seen on the revised parts seems to be in agreement with the x-rays showing direct bone contact between bone and stem only around the distal half of the distal stem part. Further, the polished areas on the proximal part and the proximal unstructured portion of the distal part indicate a direct contact and movement between the revitan stem and the cerclage. This occurred possibly soon after implantation due to the bone fractures. According to the bmi scale the patient can be classified as obese class iii (bmi from 40). Based on the above described findings it can only be hypothesized that the stem did not have sufficient proximal bone support due to the bone fractures representing an instable situation. This in combination with the patient¿s overweight and activity level as well as the surface changes observed on the connection pin may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted an unknown revitan stem hip implant (catalogue number unknown) on the right side(exact date not reported) and the patient underwent revision surgery on (B)(6) 2017 due to pain and implant breakage.